Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was no longer working, it would not inflate. One cylinder broke. All components were removed and replaced with a new ipp. The patient had a good outcome.